Event description:
The customer reported that the couch will become unlatched at times and they have been careful when they are moving a pt out of the gantry. The field service engineer (fse) confirmed there was no harm to a pt, bystander, or operator. The fse determined that the service latch under the table had become disengaged. The fse re-latched the couch subframe to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the customer at (B)(6) hospital, u.s. Reported that the patient imaging table of their brilliance 40 CT system free floats at times. The customer reported that the couch will come unlatched at times and they have to be careful when they are moving a patient out of the gantry. They have had to power down/up the scanner to get the table working again one time. There was no report of interruption to any procedure as a result of this reported event. There was no report of harm to any patient, operator, or bystander; there was no report of a rescan or reinjection. No errors were found in universal log viewer. The customer was not able to create a bug report, and requested an fse visit the site to address the table issue. On (B)(4) 2014, a field service engineer (fse) visited the customer site and performed a visual inspection of the system. The fse found that the service table latch was unlatched. The fse secured the table subframe to the standard table position. The system was returned to clinical use. On 10 apr 2014, an fse had visited the customer site to attend to the gantry. The service lock is only released during preventive maintenance (pm) or service visits in order to move the couch to access the gantry. This issue was submitted for engineering evaluation. Engineering evaluation is documented in technical review record (trr) and risk benefit analysis (rba) when a failure of the latch occurs, the couch upper subframe is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the subframe, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the subframe is not latched to the base, the couch becomes free floating at the subframe interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub frame when the service latch is not engaged. The product safety committee binder (psg) includes information related to the correction and removal documents for this issue including field safety notification (fsn 72800614) that was sent to the field on 01 apr 2014 stating that: if the customer experiences a horizontal, free floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (lfu). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. This customer was confirmed receipt of fsn 72800614 on 14 apr 2014. The probable cause of the service latch being loose is that it was not sufficiently tightened by the fse following a previous service visit. The fse re latched the couch subframe to resolve the issue. Internal cross reference: complaint (B)(4). 30 day report of MDR mailed on june 5, 2014.